Manufacturer narrative:
Occupation was lay user/patient.

Event description:
The customer received questionable results from coaguchek xs meter serial number (B)(4). At 7:43 am, the result form the meter was 7.6 inr. At 9:00 am, the result from a laboratory using neoplastin c1 plus reagent was 4.8 inr. There was no allegation of an adverse event. The therapeutic range was 2.5-3.5 inr. The customer was anemic, but did not known her hematocrit. She had no heparin, no antiphospholipid antibodies, no direct thrombin inhibitors, no bleeding or bruising, and no changes in diet. The suspect product was requested to be returned for investigation. Replacement product was sent. Relevant retention test strips (lot 361438) were tested in comparison with the master lot coaguchek xs pt. For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred.

Manufacturer narrative:
The customer¿s meter and strips were returned for investigation. The returned meter and strips were tested in comparison to master lot strips using quality control material. Testing results: qc 1: 2.3 inr , qc 2: 2.3 inr, qc 3: 2.3 inr . The obtained qc values were in the allowed range of the used combination master lot strip lot qc lot. (1.8 - 2.8 inr). All measurements were without error messages. The maximum difference between measurements was 0%. Customer states that they did not decontaminate their test finger with alcohol. Product labeling instructs that decontamination of the test finger is advised in order to get accurate test results.